Event description:
The pt with this pacemaker passed away. An unk individual stated on hte pt verification from that the device failed. There was no record of a clinical observation or complication from the pt's family, physician or field rep rior to this communication. The estimated longevity for this device is 6.7 yrs and the device was implanted for 9 yrs and 8 months.